Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The vancomycin was held. The received customer medwatch states: "rn spiked IV secondary vancomycin prior to ICU transfer. Rn noticed quick dripping from secondary and chamber filling in primary. Rn got another secondary tubing and respike vanco. Same issue occured. Patient then transferred down to ICU with the vanco held."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after setting up vancomycin as a secondary infusion, the nurse noticed "quick dripping" from the secondary and the primary drip chamber filling. The nurse re-spiked the vancomycin with a different secondary tubing and the same issue occurred. The primary infusion was setup for normal saline. The customer reported no patient harm and no medical intervention.

Manufacturer narrative:
Concomitant medical products: bbraun 1000ml IV bag of 0.9% nacl, lot: j4s779, exp: june 2017: bbraun 100ml IV bag of ns 0.9% nacl (500mg vancomycin), lot: 20150824-5, exp: september 2016, therapy date (B)(6) 2015. Field left blank- no available code for undetermined or unknown cause. The customer¿s report of backflow was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the check valve failure was due to a calcium, magnesium, sulfur, and chlorine particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium, magnesium, sulfur, and chlorine was not identified.